Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a an ECG bias error during auto-test. The caller changed the ECG cables in an attempt to troubleshoot the issue but the problem remained. There was no patient involvement.